Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: opening on posterior, white particles and weight to the spec. A visual and micro analysis was performed which identified: striated opening and crease fold. Base on the device analysis the final assessment is: -a striated opening assessed as a surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "sticks out further on the side." Healthcare professional reported "left side rupture, left side capsular contracture baker grade I, implant malposition (lateral), ptosis, glandular, and scarring (wise pattern)". Device has been explanted.